Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Reportedly, the child abruptly stopped responding to sounds with the device. Re-implantation is considered.

Manufacturer narrative:
Based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. Reportedly, the child abruptly stopped responding to sounds with the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the child abruptly stopped responding to sounds with the device. Re-implantation is considered.